Manufacturer narrative:
Unit was received dirty and was tested as received. Unit passed all performance tests. Solutions were compounded in a manner similar to that used by the facility. Small amounts of dextrose (0.002 to 0.2%) were found. The complaint could not be confirmed.

Event description:
Rptr stated that caller from facility reported that unit had inaccurately delivered dextrose into 4 final bags. None of these bags was to contain any dextrose. Because of the pt's hyperglycemia, the bags were checked with a "dextrose stick" and found to contain dextrose. The bags were then analyzed in the clinical chemistry lab of the facility and found to contain 3.25% to 4.5% dextrose. The pts, all neonates less than 1 mo old and weighing 2.7, 1.9 and 2.8 kilograms, were treated with hydration, and had no sequelae. The first pt rec'd 2 bags and the other two, one bag each. The unit will be sent to product svcs for eval. F/u: caller stated he did not know the blood glucose levels of the 3 neonates, but he had verified with the neonatologist that none required insulin.

Event description:
Reporter stated that caller from facility reported that unit had inaccurately delivered dextrose into 4 final bags. None of these bags was to contain any dextrose. Because of the pts' hyperglycemia, the bags were checked with a "dextrose stick" and found to contain dextrose. The bags were then analyzed in the clinical chemistry laboratory of the facility and found to contain 3.25% to 4.5% dextrose. The pts, all neonates less than 1 month old and weighing 2.7, 1.9 and 2.8 kilograms, were treated with hydration, and had no sequelae. The first pt received 2 bags and the other two, one bag each. The unit will be sent to product svs for evaluation. F/u: caller stated he did not know the blood glucose levels of the 3 neonates, but he had verified with the neonatologist that none required insulin.

Event description:
Reporter stated that caller from facility reported that unit had inaccurately delivered dextrose into 4 final bags. None of these bags was to contain any dextrose. Because of the pts' hyperglycemia, the bags were checked with a "dextrose stick" and found to contain dextrose. The bags were then analyzed in the clinical chemistry laboratory of the facility and found to contain 3.25% to 4.5% dextrose. The pts, all neonates less than 1 month old and weighing 2.7, 1.9 and 2.8 kilograms, were treated with hydration, and had no sequelae. The first pt received 2 bags and the other two, one bag each. The unit will be sent to product svs for evaluation. F/u: caller stated he did not know the blood glucose levels of the 3 neonates, but he had verified with the neonatologist that none required insulin.